Event description:
Discordant, falsely elevated calcium (ca_2) results were obtained on an advia 1650 instrument. The discordant results were reported to the physician(s), who questioned the result(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 1650 instrument. The fse evaluated the instrument, replaced the degasser, primed the system, and ensured that there were no air bubbles in the tubing. The fse then calibrated the instrument and ran quality control all of which was in range. The system is performing within specifications. No further evaluation of the device is required.